Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker showed less than six months last check, and recently it showed two years. Moreover, magnet rate at ninety. Boston scientific technical services (ts) discussed how device works when it hits elective replacement indicator (eri). To date, the device remains in service. No adverse patient effects were reported.